Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia due to product reaching normal elective replacement indicator (eri). The implantable pulse generator (ipg) lost capture during interrogation and was explanted and replaced. No further patient complications have been reported as a result of this event.